Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿air in line¿ error symptom was verified as a reload set at the air detector when loading a set. A review of the event history log was performed for the last days of use as no event date was provided and shows multiple reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor values were found out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an air in the line error occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.